Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a recoverable fault and then the image flipped 180 degrees. The customer was in the process of undocking the universal surgical manipulator (usm) and trying the same endoscope again. The intuitive surgical, inc. (Isi) technical service engineer (tse) was unable to review the system logs and advised the customer to cancel the guide tool change and then to reinstall the endoscope. The customer confirmed that doing so resolved the issue and continued the case. It is unknown if the issue was with a 0 or 30-degree endoscope. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the endoscope for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.